Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had loose bus cable. A field service engineer (fse) tightened row board cables and ran hardware test application (hta). Further the fse found medication spill on draw 4-1 and cleaned up to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 1, 4.1 and 4.2 failed to open, unable to recover and found medication spillage, which located on (B)(6). The customer attempted to reboot the station, but the issue persisted. There were no delay, no adverse events or injuries reported based on this event.